Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other event for the reported lot. This event relates to the second batch of bone cement mixed for the same patient. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported to the rep that in 2 primary knee (side not reported) replacement cases on the same day, a dose of simplex p with tobramycin was prepared using a tower (manufacturer unspecified), mixed for exactly one minute. Upon attempted application, cement was found to be clumped with hardened, set cement chunks within the mixture. A second dose of the same lot was prepared and the same clumping occurred. Rep was not present for the procedures. Rep reported that hospital does have the cement stored in a temperature-controlled environment, but does not know the maintenance status of its climate-controlling equipment. A surgical delay was reported but not quantified to the rep.